Event description:
A customer contacted beckman coulter regarding erratic platelet (plt) results that were generated by the coulter lh 750 instrument. A patient sample was tested for plt and a result of "165 x 10 to the third power cells/ul" was obtained. The customer indicated that the plt result did not match the pt slide estimates. When the original sample was re-tested for plt, the result was "400 x 10 to the third power cells/ul". The plt results were reported out of the lab. The printouts were not provided by the customer. There was no change to patient treatment as a result of this event.

Manufacturer narrative:
Investigation summary: qc was within specifications before and after the event. The specimen was collected in a bd vacutainer, 5ml sodium heparin (k2edta) tube. The sample was drawn 2 hours prior to testing and was stored at ambient temperature. A field service engineer (fse) was dispatched to the customer's lab. The fse cleaned wbc apertures. The fse verified repair per established procudures; results meet published performance specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.